Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the coating of the wire guide tip has separated from the inner core wire. Approximately 1cm of the wire guide tip coating has detached from the wire guide, and was not included in the return. Scuffed areas were noted in the wire guide coating approximately 241cm from the proximal end of the wire guide. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the instructions for use for the tracer metro direct wire guide described the appropriate flushing techniques. These include the following: flush the wire guide holder prior to removal of the wire guide and flush the accessory channel of the endoscope and/or wire guide lumen of the accessory device prior to inserting wire guide. The instructions for use instruct the user that the wire guide should be kept wet for best results. If these flushing techniques were not followed or inadequate flushing occurs, this can contribute to damage to the wire guide coating. Resistance in transversing a difficult stricture could have contributed to this observation. If the wire guide receives pressure due to resistance, this can contribute to wire guide coating damage. Damage to the coating such as scuffs and/or tip separation can occur if add'l pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s). The integrity of the wire guide coating may become compromised if add'l pressure is applied. Prior to distribution, all tracer metro direct wire guides undergo a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of wire guide coating separation near the distal end. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
On december 14, 2007, we received a cook endoscopy tracer metro wire guide from the user facility. Prior to december 14, 2007, info regarding the performance of this wire guide was not provided by the user facility; we were unaware of any complaint related to this product. Upon evaluation of the returned wire guide, we confirmed the coating of the wire guide tip separated, exposing the inner core wire. Several attempts were made in an attempt to collect add'l info regarding pt impact and product usage. The user facility was unable to provided further details or specify if the pt experienced any adverse effects, or required add'l medical procedures. The user facility was unable to specify if a foreign object had to be retrieved from the pt due to this occurrence.